Manufacturer narrative:
The device has not been returned to omsc for evaluation. Omsc reviewed the manufacturing history of the device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that three patients infected with pseudomonas aeruginosa after an unspecified procedure using the subject device. One of three patients reportedly died. Olympus contacted the user facility to obtain further information, such as the outcomes of the patients, the date of the procedures, the date of determination of the infections and the date of the death, but they did not provide any information. As result of microbiological tests by the user facility, following microbes were detected from the sample collected from the device. However, the tests result cleared the french guideline. [First time; (B)(6) 2018]. No microbe detected. [Second time; (B)(6) 2018]. Bacillus gram positive non spore forming bacteria (2cfu / 100ml). The device had been reprocessed manually by the user facility. Olympus is submitting MDR according to the number of the patients who were infected potentially associated with the endoscope. This is 3rd of 3 reports. (It is a report of the patient who infected but not died).